Manufacturer narrative:
(B)(4). The actual complaint product was not returned for evaluation. The device history record for the lot number, m6007t606, involved in this complaint was reviewed and the material was produced according to the manufacturing procedures and met the quality requirements. Root cause could not be determined. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a halyard health product is defective or caused serious injury. Device not returned yet.

Event description:
It was reported that three hours after putting in a new catheter, suctioning was performed and the thumb valve was depressed and stayed in a suctioning position after releasing. The thumb value continued to suction and the vent alarm to sound. A new catheter was placed without incident. The patient had no adverse event. No additional information was provided.

Manufacturer narrative:
Received one used sample that was not returned with original packaging. The entire device was visually inspected for damage. The position of the thumb valve was in the upright position. The thumb valve was depressed and released multiple times for functional inspection. Each time after release, the thumb valve returned to the upright position. The sample was then attached to mobivac suctioning equipment with the suction set at 120mmhg. Upon connection, the sound of air leaking was not heard meaning there was no leak in the system. While still engaged with the mobivac system, the distal end of the catheter was then inserted in a beaker of water with methylene blue, the suctioning did not occur. When the thumb valve was depressed, the suctioning occurred. The suctioning did not occur as well when the valve was placed in the locked position. The distal end of the catheter was inspected for a blocked skive. The skive was visible outside of the seal cartridge subassembly area. There is no blockage in the system. The catheter body was fully extended and examined. There were no signs of damaged/ pinched/ curved tubing. No root cause was identified and the sample evaluation did not confirm failure reported. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).